Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. The customer reported that the infusion bag emptied before the expected completion time for the infusion. There was patient involvement; however, there was no human harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The pump's event alarm log history were reviewed as part of the complaint investigation. No significant alarms were identified as a result of this analysis. The following equipment was used during the complaint investigation: -saline bag lot # 5604784, -primary plum set list # 14679-28 lot # 5151926, -secondary plum set list # 14230-28, lot # 5841433. Investigation began by performing the preventive maintenance inspection and testing on the device. The device passed all performance verification testing (pvt), most notably the volume accuracy test results was 20.17 ml (acceptance range 19 ml - 21 ml) and the volume accuracy was 99.16 %. The pump was programmed to run a 24 hour protocol, rate of 100, volume to be infused (vtbi) of 2400. The results of programmed protocol = 2,397.30 ml and the volume accuracy was 99.89 %. The customer¿s complaint of the device performing an inaccurate over delivery could not be confirmed and a probable cause could not be determined.